Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 3.5mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another nc emerge® balloon catheter. No patient complications were reported.